Event description:
It was reported through the research article titled ¿aspirin and hemocompatibility after lvad implantation in patients with atherosclerotic vascular disease: a secondary analysis from the aries-hm3 randomized clinical trial¿ identifying that heartmate 3 (hm3) may be related to hemocompatibility related adverse events and death. In this trial, it was explored whether common conditions requiring aspirin (prior percutaneous coronary intervention [pci], coronary artery bypass grafting [CABG], stroke, or pvd) in recipients of the hm3 left ventricular assist device (lvad) would affect outcomes differentially when aspirin was eliminated. The study included 589 patients with a mean age of 57.1 years, and 133 were females. The primary end point consisted of a composite of survival free of non-surgical major hemocompatibility-related adverse events (hraes) (i.e., stroke, pump thrombosis, major non-surgical bleeding, and arterial peripheral thromboembolism) at 12 months. Thrombotic events were rare, with no differences between aspirin and placebo in patients with and without vascular disease (p for interaction = 0.77). Aspirin treatment was associated with a higher rate of nonsurgical major bleeding events in the group with prior vascular condition history compared with those without aspirin (rate ratio for placebo compared with aspirin, 0.52; 95% ci,0.35-0.79). The survival free from death and non-surgical hrae analysis reported as significant reduction in hazard ratio (hr) at 24 months between aspirin and placebo for patients with prior indication for aspirin (hr,0.63; 95% ci, 0.41-0.98; p=0.04) but not in patients without such indication (hr,0.79; 95% ci, 0.54 1.15; p = 0.22).

Manufacturer narrative:
Sections a and d: specific device and patient information are unknown. Device was implanted at time of event. Section b3: date of event has been entered as 01jul2024 since the date of data analysis was conducted from april to july 2024. Author information: finn gustafsson et al., asaio journal70.11: e150-e152. Doi: 10.1097/mat.0000000000002201. Rigshospitalet, university of copenhagen, copenhagen, denmark (gustafsson). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist systems (lvas) and the reported events could not conclusively be established through this evaluation. The serial numbers of the heartmate 3 left ventricular systems in use were not provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision b, is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including stroke, thromboembolism, bleeding, and arterial non-central nervous system (cns) thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.